Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump made grinding sound while loading the reservoir and had high discrepancy in sensor glucose and blood glucose values which resulted to low bg. Customer also had a sensor issue and received a sensor change alarm. The customer reported blood glucose value of 39 mg/dl. The customer reported hypoglycemia, bleeding treated with glucose/carb intake, no treatment. The event involved product(s) mmt-1884, mmt-342g, mmt-7040a, mmt-431ag. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer received a change sensor alert. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-1884. No product return is required for mmt-342g. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-431ag.

Event description:
Updated summary: the customer reported blood glucose value of 39 mg/dl and sensor glucose value of 111 mg/dl. Troubleshooting was performed and found that the difference is not within range and insulin delivery was not suspended due to the difference. Frn-mmt-342g-rsvr,unomedinf set

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.